Event description:
Rec'd notification of lawsuit. Complaint alleges a piece of an unknown trocar was removed during a diagnostic laparoscopic procedure performed in 2000. The piece was previously discovered during an urogram earlier in the year. The pt had undergone a laparoscopic toupet procedure in 1999 and complaint states "ussc" devices were utilized for that procedure. Pt had undergone a laparoscopic cholecystectomy in 1996 and complaint states ees products were utilized for that procedure. The pt had a reoperation to remove the piece.